Event description:
A malfunction was reported due to a cartridge alarm 20 during the pumping process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Although the customer experienced consecutive cartridge alarms, a new cartridge was successfully loaded, and insulin therapy resumed. The customer was advised to monitor the new cartridge and contact tandem if the alarm reoccurs, and the pump will be replaced by technical support. The issue was resolved with these measures.